Manufacturer narrative:
If explanted; give date: not applicable as the lens remains implanted. Unexpected post-op refraction. The device has not been returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the patient needs to wear glasses for all intermediate and near vision tasks (j5/j6 for near vision) after implanting zxr00 lenses in both eyes (ou). Issues noted on (B)(6) 2018, which is about 3 months post-op. The lenses remain implanted. The issue significantly affects the patient¿s ability to complete activities of daily life. Patient started restasis (immunosuppressive drug) in (B)(6) 2018. As of (B)(6) 2018, patient is still at j5/j6 ou near. No additional information provided. Patient had bilateral lens implants. This MDR represents the lens implanted in the left eye. A separate MDR will be provided for the lens implanted in the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.